Event description:
Reference number (B)(4). Event occurred in united kingdom. It was reported that the patient experienced an infusion set detachment event on (B)(6) 2026. The site of detachment was the tubing connector. The infusion set had been in use for twenty-four hours. The patient replaced the infusion set and successfully resumed insulin deliveries. No further information available.